Event description:
Ous MDR - it was reported that the lead was explanted about 1 month after the implantation due to perforation of the right ventricle. No other adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the fixation helix as well as of the shock coil were found. The deformations resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.